Manufacturer narrative:
Product evaluation: no missing pieces were observed on either burr.

Event description:
It was reported that during a frontal drill-out procedure, two burs broke. Both burs broke at the head of the shaft. One bur had one fragment and it fell in the patient; they were able to retrieve the fragment in less than a minute. There were no fragments from the other bur break. The fragment was discarded. They used new burs and continued with the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; devices not returned for evaluation. Method: no testing methods performed. (B)(4)

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer: february 2, 2015. Date received by manufacturer: february 3, 2015. Product evaluation: both samples were analyzed together with similar results. Analysis found that when compared to the assembly drawing: both distal tips were pulled out of its support area indicating a stretched spiral wrap. Both samples had gouging on the inner shaft just behind the head in the support area and corresponding damage to the outer tube which indicates excess pressure. Note: [excess: exceeded sufficient pressure required for operation]. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.